Event description:
The customer reported to olympus, the image on the video system center was flickering and was changing in color to a pale yellow when connected to 150 scope model series prior to an endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed using a similar device without delay. During inspection and testing of the returned device, the front panel was found to be blinking and color bars were also displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction of the customer¿s allegation of flickering image and blinking front panel and displayed color bars found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Although the customer reported flickering was not confirmed, the subject device displayed no image during evaluation. The no image and the blinking front panel lights that were found during the device evaluation were both caused by faulty printed circuit boards. Color bars and communication error e300 were displayed instead of the image due to a faulty video connector socket failure. In addition, there were rusted cables and tank socket as well as additional minor corrosion on the rear panel. Minor hit marks were found on the front panel and there was a scratch on the top cover. The scope was found to be inserting hard due to a faulty scope socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the board failed due to long term use. Olympus will continue to monitor field performance for this device.